Manufacturer narrative:
The pump passed self test and displacement test. The audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms, or pump error 63 alarms noted during testing however, hardware low level failures confirmed in the downloaded history file due to broken pin 6 (sda) trace at u1 on the keypad assembly.

Event description:
The customer reported via phone call that they insulin pump had received beep anomaly. Customer¿s blood glucose level was unknown. Customer stated that the did hear beeps when audio volume settings were saved. Customer also stated that the did not hear the differences between the two audio beep volumes. Customer troubleshooting was performed. The insulin pump will be returned for analysis.